Event description:
According to the operative report, the pt experienced progressive marked dyspnea on exertion and chest pain for approximately 6-8 months and tee showed 4+ aortic insufficiency. At explant, there were 2-3 paravalvular "defects" (approx. 0.5 cm) between the interrupted sutures along the noncoronary sinus. A 25 mm pericardial valve was then implanted.